Event description:
(B) (6). Same patient as MFR report #: 2134265-2010-01464. It was reported that during a carotid artery stenting treatment procedure, the balloon shifted and the patient became asystolic. The study index procedure treated the 5x17mm, 85% restenosis of a previously implanted carotid wallstent located in the proximal right internal carotid artery. Treatment consisted of placement of a filterwire ez and dilation with a sterling balloon. On balloon dilation, the balloon "tended to jump either distal or proximal"; however, "ultimately, straddling of the lesion was maintained and balloon expansion to 14atm was completed." The patient became asystolic following balloon dilation, then returned to 15 and 30 beats per minute. The patient was discharged one day post procedure.

Manufacturer narrative:
(B) (4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)